Manufacturer narrative:
The customer¿s experience of an overinfusion was confirmed in the pcu event log. Only the device logs and customer dataset were received for investigation. The pcu event log shows that prior to the 4 gram bolus of magnesium sulfate was programmed, the pump module was infusing drugid 302 with a dose of 2 gram/hr (rate=50 ml/hr). At 2:32 pm on (B)(6) 2019, the user changed the dose to 4 gram/hr, which made the rate 100 ml/hr. The user then programmed a bolus of 4 gram and entered 20 minutes for the duration making the rate 300 ml/hr. At 2:52 pm, the bolus completed, and the device transitioned to the primary infusion running at 100 ml/hr. At 6:52 pm, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 20 ml/hr. At 6:55 pm, the user paused the infusion. At 6:5 pm, the device received a remote IV request for drugid 302 with a dose of 2 g ram/hr. The user starts the infusion, however, selects no to the guardrails warning rate autocalc override. The infusion starts at a rate of 100 ml/hr (dose = 4 gram/hr). At 8:34 pm the user changed the dose to 2 gram/hr, which made the rate 50 ml/hr. At 11:43 pm, the device was channeled off. The volume recorded as being infused during this period was 818.277 ml. The root cause of the customer¿s experience of an overinfusion was identified as due to user programming. No device received-log review only.

Event description:
It was reported that a programming error occurred while infusing a magnesium sulfate bolus. A 4 gram bolus of magnesium sulfate given for preeclampsia was to infuse over 20 minutes, followed by a 2 gram/hr continuous infusion; however when the infusion was completed, the infusion continued at 4 gram/hr for several hours longer than intended. The patient was monitored more closely, and experienced some nausea and a headache. Additional magnesium levels were drawn after the infusion rate was discovered. There was no lasting harm. Although requested, there was no further information provided.